Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Disrupt registry, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient was hospitalized due to bleeding and hematoma at the access site. After the procedure the bleeding was stabilized with manual pressure, but the patient was kept overnight for observation. The following day epinephrine was administered to the site for small trace oozing prior to their discharged. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.